Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect, stroke, is a known potential adverse event as listed in the instructions for use. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 8 hours post a left internal carotid artery stenting procedure with an rx acculink stent, the patient experienced expressive aphasia and right arm drift which was diagnosed as a stroke. Symptoms continued through time of discharge on (B)(6) 2011. There was no additional information provided.